Event description:
The customer reported via phone call that he had a high blood glucose of 444 mg/dl. Customer's wife has been treating the customer with manual injections of 30 units of bolus 4 times a day. Customer stated that the cannula was straight and not bent. Customer was unable to program the bolus wizard settings. Customer was advised to contact his health care professional for the bolus wizard settings. Pump passed the test and it was found that the hemostat was not secured onto the tubing correctly. Customer was advised to do a complete set change. It was mentioned that there have been no deliveries but no alarms.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.